Event description:
It was reported that during an implant procedure the physician was having difficulty inserting the leads to the ipg. It was noted that the device never touched the patient. The physician closed the incision without implanting any device. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1416 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during an implant procedure the physician was having difficulty inserting the leads to the ipg. It was noted that the device never touched the patient. The physician closed the incision without implanting any device. The patient was doing well postoperatively.